Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, routine testing done in 2006 showed one open circuit electrode, which had been identified at surgery. The electrode was deactivated in the patient's sound processor program. The patient's performance with the cochlear implant system was good. Routine testing in 2007 showed electrode anomalies on several electrodes. These were deactivated in the sound processor program. The patient's performance continued to be good. Approx five and a half months later, for three months, the patient reported periodic changes in sound quality and loudness. These problems were alleviated with reprogramming. In the same month, the patient reported "tingling" in her head while using the device. The tingling stopped when the external equipment was removed. The problem was again resolved by deactivating additional electrodes in the sound processor. Explant/reimplant surgery is planned but had not been scheduled as of the date of this report.